Event description:
Pt. Was having an angioplasty and the trap device was used with three different passes. On the third pass, the trap device became ensnared on a stent that had previously placed and the physician was unable to retrieve the device. The procedure was terminated and the pt was brought back the next morning to continue to try to remove basket. Procedure unsuccessful. Pt to emergent surgery for removal of basket. Surgeon not able to remove basket without severe compromise of the pt's condition. Pt sent home post surgery with basket retained.